Manufacturer narrative:
Customer reports loss of communication between pump and transmitter. Placed transmitter under microscope and found contamination / corrosion damage at the connector pins. Unable to perform functional tests due to contamination/corrosion damage at connector pins.

Event description:
Information received medtronic indicated that customer received cannot find sensor signal alert and had loss of communication between pump and transmitter. No harm and medical intervention were reported. Troubleshooting was performed, the communication issue was unresolved and identified that no damage to the pins or connection bridge. Customer discontinued use of the device.